Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon strings that have broken in half [device breakage]. Case narrative: consumer reported via e-mail that tampon strings have broken in half. No injury reported.